Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a colonoscopy to perform a polypectomy in the cecum. Information regarding the accessories used and esu settings employed was not provided (note: in general, it was reported that they used a higher setting due to a lack of effect.). Nevertheless, during or upon the removal of a polyp, a micro-perforation occurred which resulted in the formation of an abscess near the appendix (note: an abdominal CT scan didn't show any signs of a perforation.). On (B)(6) 2024, surgical intervention was necessary to remove the abscess.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the incident and a conclusive determination could not be made as to the cause of the event. However, the use of higher settings in the cecum (a very thin-walled area) was an important aspect in the circumstances. No trends have been identified with this event. Erbe USA, inc. Is now closing the file on this event.